Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that the clips were lying crooked instead of straight so they weren't holding on securely. It is unknown when this device problem occurred. It is unknown how the procedure was completed. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.